Event description:
On going problems after the total jaw implants have been placed. Pt's problems are as follows: 1. Implants are loose. 2. Jaw joints sewll. 3. Over active bladder -prescribed detrol. 4. Undiagnosed rash 5. Hypothyroid -take synthroid medication- autoimmune disease 6. Fibromyalgia 7. Sleep apnea -dental splint- 8. Raynaud's phenomenon 9. Folliculitis 10. Bells palsy -right eye- from surgery.